Event description:
The customer contact reported the pt received more medication than intended. At 1549, channel a of the device was programmed to deliver tissue plasminogen activator (cpa) 1mg/ml, at a rate of 30ml/hr, with a vtbi (volume to be infused) of 120ml, for a duration of 4 hrs and the delivery was started. No further programming parameters were provided. At 1845, the nurse reported the container was empty instead of expected volume of approx 30 ml remaining. It was reported the delivery was expected to be completed at 2000. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2013 at 1549, channel a of the device was programmed for basic delivery of "intermittent med," at a rate of 30ml/hr, with a vtbi (volume to be infused) of 120ml, and the delivery was started. Between 1551 and 1552, an air in line error and air in line (froth and stuck droplet) occurred twice, the delivery was stopped, alarm cleared, and the delivery was started. Between 1745 and 1751, an air in line and air in line (froth and stuck droplet) occurred, the delivery was stopped, cassette was ejected and reloaded, alarm cleared, and the delivery was started. Between 1836 and 1855, an air in line error and air in line (froth and stuck droplet) occurred, the delivery was stopped, alarm cleared, standby mode entered, and cassette ejected and reloaded, and the delivery was started. At 1856, the delivery was stopped, standby mode entered, and delivery stopped. This report represents all the info known by the reporter upon query by hospira personnel.